Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a turbohawk to treat a severely calcified lesion in the right proximal superficial femoral artery (sfa). Little tortuosity was reported in the vessel. The device was inspected and prepped per IFU with no issues. It was reported that the patient suffered a perforated vessel due to the lesion being calcified. The physician used a balloon to treat the perforation. During cleaning of the device, a second time in preparation to use it again in the patient, the shaft of the device broke and detached at the hub. A second device was used to complete the procedure.

Manufacturer narrative:
Device evaluation: the turbohawk was inspected and observed the torque shaft was disengaged from the shaft adapter assembly. The approximate length of the detached catheter shaft was approximately 85cm (photo 6-8). The distal assembly showed biological material within the housing. Under microscope the torque shaft was separation occurred was checked. The torque shaft fracture face indicated a ductile fracture. The rotator assembly was inspected after removing the strain relief. After removing the strain relief, the exposed drive shaft distal the hypotubing showed a ductile fracture face. Image review: the customer provided two photos of the turbohawk unit post-procedure. Both photos show the rotator assembly detached from the torque shaft. The nature of the separation could not be determined from the photo alone. If information is provided in the future, a supplemental report will be issued.